Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after losing weight she received several no delivery alarms and sometimes the cannulas were bent. The customer's blood glucose level was 400 mg/dl. The customer stated that the alarm was resolved by an infusion set change. The customer was advised to call back when the alarm occurred to troubleshoot. Nothing was replaced or returned for analysis.